Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during intraocular lens (iol) implantation, failure of the injector with confirmed no patient contact. Additional information was requested and new information received as metal guide of the injector passes through the upper part of the lens.

Manufacturer narrative:
One opened company handpiece injector was returned for evaluation for the report of the injector passes through the upper part, no patient contact. A visual inspection of the iol handpiece injector was performed and was found to be nonconforming. The plunger is bent slightly upward at the plunger head. A functional thread to barrel engagement check was performed and was found to be conforming. Finally, a dimensional inspection for plunger position height was performed and was found nonconforming due to the bent condition of the plunger. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The evaluation does confirm the injector plunger has a bent plunger head resulting in an upward plunger position, which could result in the plunger passes through the upper part as reported in the complaint. The root cause for the nonconforming plunger height is unknown. How and when how the plunger position became damaged cannot be determined from this evaluation. The most likely cause of a bent plunger head of the injector is from improper handling of the product. This injector has been in service for approximately 21 mos.